Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported the power wheelchair backrest is loose. Further examination of the wheelchair found that three screws securing the backrest had come loose. Another screw had come out completely. It appeared the back rest hardware assembly was missing components (loctite patch, anti-rotation spacer and nyloc nut). No patient consequences were reported as a result of this event.